Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the non-calcified, moderately tortuous mid right coronary artery (rca). A 3.0x13mm non-bsc stent was implanted in the proximal rca. The distal to mid lesion was predilated with a 2.0x15mm non-bsc balloon. A 2.5x23mm non-bsc stent was implanted in the distal rca. Then the physician attempted to place a 3.00x32mm taxus express2 drug eluting stent in the mid rca, but was unable to cross the previously placed 3.0x13mm non-bsc stent. Upon removal, the physician noticed the tip of the stent was lifted up. The procedure was completed with another 3.00x32mm taxus express2 stent. No patient complications were reported. Patient status reported as "good".